Event description:
The contact stated that her son's blood glucose readings had been lower than usual, and he adjusted his insulin based on the readings. The customer had been receiving readings such as 45, 30, and 54 mg/dl while testing with his contour meter. Prior to the contact calling, the customer started having seizures and an ambulance was called. The customer was taken to the hospital. Once the customer arrived at the hospital, a comparison test was performed using the customer's meter and the hospital meter. The customer's meter read 45 mg/dl, while the hospital meter read 98 mg/dl. The contact did not provide any more info about the event. The customer was still in the hospital at the time of the call. The contact did not have the meter or testing supplies with her when she called. She was advised to call back in order to troubleshoot the system. No product will be returned at this time.